Event description:
Customer complained of flickering on left monitor after personnel using the system were adjusting the auto-histo and filtering contols. They rebooted, then system responded normally.

Manufacturer narrative:
The ge service rep could not duplicate the problem. The system functions as intended.